Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 299 mg/dl while wearing the pod between 24 and 36 hours on the leg. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was bent. As treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
The device was received fully deployed with the slide insert visible in the top housing window. The download data shows that the device delivered 1084 pulses and completed multiple boluses. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. No damages or defects were found that would cause a needle mechanism failure. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data.